Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the internal spring of the force bipolar instrument broke while the physician was tying the suture. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.